Event description:
It was reported that the patient was experiencing discomfort around the ipg site. The patient underwent a pocket revision procedure and was doing well post-operatively. Nothing was added or removed.

Manufacturer narrative:
Exact date unknown, event occurred in the past few months from the date the manufacturer became aware of the event.